Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital following delivery of shock therapy. The local representative informed boston scientific's technical services that a review of the stored episode found that the patient had received antitachycardia pacing (atp) which accelerated the rate. The arrhythmia was redetected in an upper tiered-therapy zone and atp and shock therapy were delivered. The arrhythmia was terminated. Technical services discussed programming options. Subsequently, boston scientific received information that this patient was again admitted due to ventricular tachycardia (vt). The device's lowest tiered-therapy zone was reprogrammed and the arrhythmia was successfully terminated with shock therapy. The patient was symptomatic as a result of the arrhythmia. The device was permanently reprogrammed and no further intervention was required.